Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: needle was inserted and during transport the needle hub was broken off at some point. No harm done to patient as they drilled the patient again in the other tibia.